Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A final report will be submitted upon investigation completion.

Event description:
A risk manager reported "midline was leaking between catheter and purple hub." A new PICC was not placed for continuation of therapy. There was no patient harm.